Event description:
It was reported that the pulse generator exhibited loss of sensing and output, and impedance greater than 2000 ohms. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found the contact spring was missing from the connector which resulted in the reported output and sensing anomalies.